Manufacturer narrative:
The initial MDR was filed as MFR. Site # 1723170. Additional review showed the correct manufacturing site was site # 3012165443. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the procedure was completed with the use of another kit. The instrument would not be returned or replaced. The issue did not result in a procedure delay.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the stop lock of biopsy needle was not drilled thru to center where stop lock attached to biopsy needle. Therefore, when trying to tighten the stop lock onto the biopsy needle, the threaded screw wasn't able to pass thru the stop lock body and tighten onto the needle itself - it would bottom out on the improperly drilled hole of the blue stop lock, never touching/tightening to the biopsy needle.